Event description:
Pt s/p 3 cycles of continuous infusion of paclitaxel 240 mg over 96 hrs via ambulatory pump and oral emcyt. Taxol bag and tubing is changed every 24 hrs. This is a cycle 4 day 3. Rn brought in pump in the afternoon to get a refill on paclitaxel pump. Rn noted and brought to pharmacy's attention that the tubing portion after the filter had fallen/broken off. The aim plus IV infusion set was then discarded per sop. Rn proceeded to withdraw from the pt's arm port and withdrew what looked like "floculence". Dr was notified and stated to go ahead with treatment as line had a positive blood return and flowing with only minimal resistance. The tubing that was used was the taxol tubing made by baxter and provided by a supplier. Proceeded to reconnect the pt with refill of paclitaxel with the recommended taxol tubing for the aim plus pump for another 24 hr infusion (day 3 of 4). Late in the day, dr examined this "floculence" under a microscope and noted that it looked to him like it was "something organic". The next day (this cycle 4 day 4): pt came in for next refill of paclitaxel. Rn disconnected the pump and brought to pharmacy. Rn noted that there was lots of resistance when withdrawing from the pt's port. She was able to withdraw a small sample of fluid from the port. The sample also contained "floculence". Dr was notified and suggested that they use alteplase 2 mg. Pharmacy then examined the tubing and saw nothing in filter or line. Pharmacy then notified supplier of the events of the past 24 hrs. Pharmacy spoke with MFR of onxol and asked for some info on intermittent precipitation of onxol during infusion. After the alteplase dwelled in the line for 1 hr there was still much resistance but with a positive blood return. The blood return had "floculence" in the syringe. Pt was sent to specials where a PICC was placed and the arm port was pulled. Rn recalled that there was some swelling around the wrist before the alteplase. After the alteplase rn recalled that the swelling had reduced. The pt then came back and was connected for his last 24 hr infusion (day 4 of 4) with the recommended taxol tubing for the aim plus pump. Specials had pulled out the arm port and had sent it back with pt for them to look at. Approx 4 pm, pharmacy set-up an experiment. They compared the 2 sets of tubing the abbott# 13570 vs abbott #1168901 (recommended taxol tubing). The prepared 2 identical setups using 100 ml ns nonpvc bag with 60 mg of onxol in each. One of each tubing was hooked up to each bag and infused via 2 separate pumps and attached them to huber needles and infused into 2 separate viaflex bags. The pumps were turned on to run overnight. The next day (cycle 4 day 5): at 8:30 am, pharmacy noted that same "floculence" in the set-up with the taxol infusion set and none noted in the regular set. The filter in the taxol infusion set set-up was clogged with "floculence". Dr was shown this. Pharmacy then proceeded to call supplier again to report this finding. When notified of this, they also added that another one of their sites had reported leakage and the lot was pulled. Pharmacy then spoke with an rn of supplier and the events were described to her. She then forwarded rptr to speak with operations mgr of supplier. The events were explained to her and she was already aware of the situation and suggested that rptr call abbott. Rptr then called abbott. They want rptr to replicate same experiment but with normal saline. They filed an incidence report. Abbott requests that rptr ask supplier to send them at least 2 infusion sets from the lot#77152g. Pt notified and infusion discontinued. PICC line pulled.